Event description:
It was reported that this pacemaker exhibited a remaining longevity of 9 years at the patient's follow up last year. At the current device check, the remaining longevity was 5 years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis of the data confirmed an abnormal increase in the power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. He device remains implanted and in service. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 9 years at the patient's follow up last year. At the current device check, the remaining longevity was 5 years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis of the data confirmed an abnormal increase in the power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. He device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker exhibited a remaining longevity of 9 years at the patient's follow up last year. At the current device check, the remaining longevity was 5 years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis of the data confirmed an abnormal increase in the power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. He device remains implanted and in service. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.